Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available

Event description:
It was reported that the patient¿s pump was alarming with error 1870. Per reporter, despite removing and replacing the batteries multiple times, the alarm had returned each time. The batteries were replaced but the alarm persisted. The reservoir volume was 240.0 ml. The event occurred while in used with a patient at the clinic. No patient harm/adverse event reported.

Manufacturer narrative:
No product was returned and therefore analysis was unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The event history log was not provided. The service history review had no indication that the complaint was related to a service of the device within the review period.